Event description:
It was reported that the customer experienced high blood glucose of over 600 mg/dl and the insulin pump was alarming during normal use. Despite having received a battery out limit alarm, the customer stated the batteries were not out of the insulin pump greater than the duration allowed by the pump. Troubleshooting could not be completed because there was not enough power in the batteries the customer was using. The customer changed out the battery and the screen display was limited and there was no response to pressing a button. Customer was advised to continue with his back-up plan and monitoring blood glucose, and to contact his hospital if blood glucose were to go higher. He stated he had been treating for his high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.